Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested, and no b30 scope communication error was present. However, the socket slider switch was found worn-out, compromising high intensity mode, and the olympus lamp life meter was providing a reading of 500+ hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying a b30 scope communication error on multiple different scopes. According to the initial reporter, this event did not take place during a procedure. Reportedly, he was testing the device prior to the following day¿s procedures. He went on to confirm that the next day¿s procedures were completed using another device.

Manufacturer narrative:
Corrected data ¿ d9 was inadvertently omitted from the previous follow-up report. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.